Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had low blood glucose of 42 mg/dl and she treated with juice. Customer stated that her insulin pump is not working correctly because she has attempted to calibrate several time and the insulin pump keeps alarming. No troubleshooting done at the time due to customer was not at home. Nothing further was reported.